Manufacturer narrative:
Citation: schultz d.m., orhurhu v., khan f., hagedorn j.m., abd-elsayed a. 2020. Patient satisfaction following intrathecal targeted drug delivery for benign chronic pain: results of a single-center survey study. Neuromodulation 2020; e-pub ahead of print. Doi:10.1111/ner.13167. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: patients in a single medical practice implanted with pain pumps for relief of intractable pain were identified and extracted from the electronic health record (ehr). Six hundred and ten active tdd patients were identified and an anonymous 18-question survey was administered to determine satisfaction with tdd therapy. Reported events: one patient had their pump replaced once and had the tubes replaced once.